Manufacturer narrative:
Measure: this issue only impacted this specific device. Analyze: (B)(6) reviewed the open call for (B)(4): case #: (B)(4) - centration of the eye cup was placed superior. Significant eye movement is noted throughout treatment. Capsulotomy begins at frame #3. At frame #5, cap breakthroughs in nasal area is due to head tilt. Cap completion is noted at frame #6. Fragmentation treatment starts at frame #11 with continued movement of the eye. Two-plane chop pattern extending out to 2.59mm with a single cylinder cut out to 2mm is noted at frame #13. Large bubbles are noted throughout frag treatment moving anterior. Fragmentation is completed at frame #27. First ak is started at frame #30 and second ak is started at frame #42. All treatment is completed at frame #53. Root cause: patient movement and improper locking of the pid arm to the eye cup. Additionally, surgeon technique during hydrodiscection and phaco removal may have contributed to capsule tear during surgical treatment. Laser functioned as designed improve/innovate/control: dr (B)(4) stated that she removed the cap button easily but felt during gentle hydrodisection she didn't get any real bubble release. She rocked the lens gently and rotated it freely with not a lot of bubbles coming up. As she went to place a groove in center of the lens for a divide and conquer technique it dropped to the back of the eye immediately. The lens was retrieved by a retina colleague at the facility and a pars plana vitrectomy was done. A sulcus iol was able to be placed. At day 1 the patient appeared to be doing okay. No previous eye surgeries or injuries were noted.

Event description:
(B)(4) issue: on (B)(6) 2022, (B)(6) ((B)(4)) reported to (B)(6) that dr. (B)(6) had a what appeared to be a "very large bubble" (B)(4). (B)(6) stated that the bag collapsed as soon as dr. (B)(6) went into the eye. Site is requesting that the case be reviewed.